Manufacturer narrative:
Additional information: b5, d10 (date is asku), h4, h6 (update codes), h11. B5: the device contained ceftazidime and sodium chloride 0.9%. Infusion was administered using a peripherally inserted central catheter (PICC). H4: the lot was manufactured august 12-13, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The expected therapy time was 12 hours; however, it was observed that the device did not compete the medication delivery as ¿the catheter is blocked (not flushable)¿ and ¿prevents the pump from draining completely¿. After about 9 hours of therapy time, it was also observed that the elastomer ruptured. There was no report of patient injury or medical intervention associated with this event. No additional information is available.